Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed itchy shoulders underneath the garment straps. A nurse reported that a plastic piece on the shoulder straps was irritating the patient and that they were able to adjust it. It was reported that everything was fine since the garment adjustment and that the patient was now comfortable.